Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for 2 patient samples on a cobas integra 400 plus. Of the data provided, there were discrepant na results for 1 patient sample. The initial na result was 160 mmol/l and the repeat result was 153 mmol//l. The sample was repeated a third time and the result was 152 mmol/l. The sample was repeated a fourth time and the result was 153 mmol/l. There was no allegation of an adverse event. The investigation did not identify a product problem. The cause of the event could not be determined